Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that zebra printer was not performed. The field service engineer (fse) remotely accessed the station, updated the windows desktop settings, and successfully configured the zebra printer for proper operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced intermittent printer issues with a zebra zd411. The printer was not printing at all, printed labels with barcodes that were not scannable, and continuously fed blank labels before pausing and failing to print subsequent labels. The customer also noted that the qr code printed with solid lines only on the bottom and left sides, with no solid lines on the top and right, and was unsure whether this was expected or incomplete. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.